Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
A "255-16-275" error message also displayed on the device during this event.

Manufacturer narrative:
The customer¿s report that pca sn (B)(4), while in pca only mode performed infusions without the pca handset being pressed could not be confirmed or duplicated. The associated pcu event log analysis did not find that a pca infusion had been performed on pca sn (B)(4). The log indicated a user programmed an infusion but did not complete the start and had removed the device. The pca sn (B)(4) when received exhibited intermittent functionality of the pca handset; displaying needed connection to the pca when it was already connected. Testing and inspection of the handset was not able to identify the issue that caused the intermittent operation but is suspect to be associated with an intermittent open condition at pin 2 (blue wire) near the device connector. The reported issue that pca sn (B)(4), while in pca only mode, performed infusions without the pca handset being pressed could not be confirmed or duplicated. The log analysis did note that the pca had performed two pca requested infusions as well as having numerous ignored requests. The log analysis could not definitively determine if the button was purposely pressed or not. The pca sn (B)(4) when received exhibited intermittent functionality of the pca handset; displaying needed connection to the pca when it was already connected. Testing found the blue wire at pin 2 to have an intermittent open condition. The reported software error 255-16-275 recorded as error event 800.8000 was confirmed via log analysis but was not duplicated during the investigation. The error was determined to be a software anomaly that may occur when a user is in the options menu and is viewing the patient¿s history or drug history and an etco2 low respiratory rate alarm is generated during this time. The proximate cause for the pca handset assemblies is being attributed to an open wire condition in the received handsets. The investigation did not determine the root cause for the broken wire. The proximate cause for the reported system error 255-16-275 (800.8000) is being attributed to a software anomaly. The root cause was not determined during the investigation.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a pca pump that was programmed to infuse 0.2mg of hydromorphone every 6 minutes with a 2mg limit per hour was noted to infuse without the patient pressing the pca button. The pump activity showed that the patient had pressed the button 10 times with 2 doses delivered. However the button had not been given to the patient for self-administration. There was no patient harm.